Event description:
Trunnion/head dissociation. A lot of black stuff in the joint and implants. Revised to a restoration modular.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Trunnion/head dissociation. A lot of black stuff in the joint and implants. Revised to a restoration modular. Update: "[...] The findings listed in the revision operative report were "gross taper deformity, disengaged femoral head, metallosis and polyethylene wear. The pathology report also notes taper deformity on the explanted stem. [...]"

Manufacturer narrative:
An event regarding disassociation and wear/ metallosis involving a metal head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photos presented recently explanted stem and femoral head with blood and tissue on them. Black/ dark materials were noticed within the head taper area. Clinician review: a review of the provided medical information by a clinical consultant indicated: within the progress note of (B)(6) 2022 the patient had a painful left hip and difficulty walking. X-rays demonstrated deformation of the trunnion and dissociation of the femoral head. The findings listed in the revision operative report were "gross taper deformity, disengaged femoral head, metallosis and polyethylene wear. The pathology report also notes taper deformity on the explanted stem. At two weeks post-operatively the progress note dated (B)(6) 2022 states the patient was doing well. The tha trunnion deformity/head dissociation and subsequent revision surgery can be confirmed. The root cause of the failure cannot be determined. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.